Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not completely open when deployed within the aorta. A second heartstring iii was used and the seal did not deploy completely from the delivery device when the plunger was pushed. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).